Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded a normal range, as it was indicated as "high," but no specific values were provided. To manage the high blood glucose levels, the customer administered correction injections using multiple daily injections (mdi). Despite these alarms, the customer continued using insulin without changing the supplies.